Manufacturer narrative:
(B)(4). The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported electrogram (egm) issue where a ventricular paced beat was not delivered by the device during the noise and oversensing episode on the right ventricular (rv) lead while the patient was experiencing atrial tachycardia.

Event description:
It was reported that this patient underwent an explant procedure for this dual chamber pacemaker. The device was successfully explanted and replaced. The device was returned to boston scientific for analysis. This report is being filed as device evaluation was completed. No additional adverse patient effects were reported.